Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was unable to deliver insulin when blood glucose was 136 mg/dl and sensor glucose was 40 mg/dl. Troubleshooting was performed. The sensor will not be returned for analysis.